Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause of this issue was determined to be inappropriate bypass of the low drain volume alarm, not including I-drain (i.e. False empty detect and use error). The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 08:22:55. During night drain cycle five, the patient's ultrafiltration reading was 594ml, indicating the patient drained 594ml more than their maximum programmed fill volume of 700ml. No additional information is available.